Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height drawer position 1.1 on the auxiliary constantly failed at the station. A field service engineer released all pockets and cleared all debris, but the problem persisted. Subsequently, all cables and connections were reset to eliminate any potential memory errors, but this did not yield any success. Finally, the controller board 622 for drawer 1.1 was replaced to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 1.1 failed while a user attempted to dispense medication to a patient. This incident did not result in any delays to patient care. There were no adverse events or injuries reported based on this event.